Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the returned device found a set screw with a rounded socket. (B)(4)

Event description:
It was reported that during the implant procedure, the setscrews of the implantable pulse generator (ipg) could not be fixed to attach the leads. The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.